Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device was not driving the disposable well. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation.